Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual, movement disorders. It was reported that the patient was getting symptoms. The patient said their back hurt and did not know if it was related to the device or not. The patient said they did not know what they did, said they couldn't move, and thought it was unrelated. The patient said they could move with a lot of pain, it was just very painful. There were no further complications reported.